Event description:
Patient reported against left side "enlargement, hardening, pain" and "safety alert for biocell textured breast implants, exchange from textured to smooth due to concern with the product". Healthcare professional additionally reported left side capsular contracture baker grade IV and "implant shell disintegrated". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported against left side "enlargement, hardening, pain" and "safety alert for biocell textured breast implants, exchange from textured to smooth due to concern with the product". Healthcare professional additionally reported left side capsular contracture baker grade IV and "implant shell disintegrated". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, underweight, black particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.